Event description:
The hospital reported a malfunction resulting in a loss of mechanical ventilation during a case. The patient was switched to manual ventilation, unit replaced, and case completed. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flow sensor was replaced to resolve the issue. Customer contact reports information unknown. Legal manufacturer: hcs (B)(4).